Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc guessed that the clv temperature error (e101) was caused by temperature rise due to fan not rotating. And omsc guessed that the flickering of endoscopic image was caused by defect of the main lamp due to aging or accidental failure. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that clv temperature error (e101) occurred and fan of the device did not rotate. And olympus inspected the device at the service department of olympus medical systems corp. (Omsc) and found that the endoscopic image flickered due to the exhaustion of the main lamp. There was no report of patient injury associated with this event.